Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device interrogation, high right ventricular (rv) threshold was noted at time of atrial lead repositioning. There was difficulty in manipulating the rv lead due to tight subclavian space as well as inserting stylets into the lead. Upon manipulation of the rv lead, the left ventricular (lv) lead dislodged, therefore all leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.